Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A screw-vent implants, straight, with mtx selective surface (svwb10) and cover screw was returned for investigation. Per complaint description, patient experienced severe post-op implant pain with possible infection. The reported events occurred at tissue level. Therefore, the investigation was focused only on the implant. Visual inspection of the as returned products identified bone residue around the external threads due to usage. The implant could not be functionally tested for the reported failures (pain + infection) since they are medical conditions. Measurements were taken using a caliper (ID: cal3845; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no. Pd-svwb10 rev. K), the device was determined to be within design specifications before they left zimmer biomet. No pre-existing conditions were noted on the per. The reported device had been implanted on tooth # 18 for approximately 9 days. X-ray or picture images were not provided. DHR review for the lot (63618456) had revealed no deviations nor non-conformances which could have caused or contributed to pain and infection after implantation. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (st#3195). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (63618456) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or devices. Therefore, based on the available information, device malfunction did not occur and the reported events (pain + infection) could not be verified since they¿re medical conditions. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address: not provided.

Event description:
It was reported that implant (svwb10) was removed due to severe post-op pain at tooth location 18. Doctor also suspect of possible infection.